Manufacturer narrative:
Based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient 's reported disabling pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Additional information has been requested, however at this time the requested information has not been provided. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
The following was reported to davol via maude event report mw5062538: "I had a hernia repair at (b6) hospital. They used a bard mesh perfix plug size large plug ref (b4), lot number hutd0482. Ever since I had the repair I have had pain there, but as time goes by it has gotten worse. Now is to the point where I can't even work anymore. Doctors keep looking at me like I'm crazy and keep saying that it can't be the mesh causing the problem, but none can give me an answer to what is causing the pain. I am now going through pain management where they are trying to give me shots to kill the nerves in the area of the mesh rather than taking it out. Unfortunately, this approach has not worked. "